Event description:
Patient rep called back and mentioned what happened on their previous call regarding not getting enough stimulation on patient's neck and confirmed that they could only see group a programs 1, 2 and 3. Agent had the caller check the settings again to check if there was other group, caller confirmed seeing only group a. Patient rep asked for doctor's referral, agent advised that patient services doesn't provide referral. Agent redirect the caller to hcp and provide nas phone number. Agent reviewed nas role.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported the patient was unable to get the device to work stating they were having problems with stimulation in their neck. Caller stated that the patient had been ill and had been experiencing problems months ago. Caller also stated that the patient was not receiving stimulation on the right side of their neck. The patient currently has only group a available, with programs 1, 2, and 3. Agent had caller adjust the intensity using the up and down arrow buttons on the controller. Caller stated that it wasn't doing anything. Agent had caller press program 1. The caller decreased the intensity and mentioned that it went down a little on their right arm. The caller then increased the intensity from 7.9 to 8.0 and stated that they felt the stimulation. Agent had caller press program 2. The caller stated feeling the stimulation a little bit in their left leg at intensity 2.0. Agent had caller press program 3. The caller adjusted the intensity from 0.2 to 1.8 and stated they felt the stimulation in their left hand. For the event date, caller stated it's been about a month or longer. Agent reviewed information. The caller was redirected to their hcp to address the stimulation issues in the neck.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.